Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference #: 3006705815-2019-02614. It was reported the patient's leads migrated. X-rays confirmed the issue. As such, the patient underwent surgical intervention wherein the leads were explanted and replaced with 2 new ones. The patient had effective therapy postoperatively.

Event description:
Related manufacturer reference #: 3006705815-2019-02614.

Manufacturer narrative:
(B)(6) - adverse event without identified device or use problem.